Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump housing was damaged resulting in the customer having difficulties getting the pump charged. The customer reverted to an alternate method of insulin therapy. There was no reported adverse effect to the customer's blood glucose level.